Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not able to charge well and the charge was not lasting long. The patient was also experiencing pain at the pocket site. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) the complaint in regard to the charging anomaly was not verified. Upon receiving, the device measured 3.39 vdc, and it was charged to 4.0 volts in one charge cycle. This result attested that the device is capable of being charged fully under a proper charging method. The profile exhibited no charging issues. The complaint in regard to the battery fast depletion was not verified. The battery depletion and sleep current rates were within the expected ranges. The source of the pocket pain could not be determined. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The device passed the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was not able to charge well and the charge was not lasting long. The patient was also experiencing pain at the pocket site. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.